Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: fpa. Medical device type: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that air and aerosolized blood leaked through the bd vacutainer® push button blood collection set hub connector during the venipuncture, and the patients had to be redrawn at the time of the service. A syringe was provided to remedy the situation, but was unsuccessful, as blood flow was unable to reach the vacutainer tube. Blood draw had to be confirmed by removing the vacutainer holder assembly, where the blood "free flowed" out of the tubing, and the leak continued when reestablishing the device back onto the hub. The customer reported 10 occurrences of this event. The following information was provided by the initial reporter: on (B)(6) 2019 independent phlebotomy staff members encountered problems with the bd blood collection set (butterfly) 23g x 3/4" x 12" (ref: 36742). During active venipuncture's (where blood flow was not an issue), the devices had air leak and aerosolized blood through the hub connector of the device. The hub connector is described here as the white connector that is in physical contact with the distal tubing of the device.) The air/blood leak lead to an inability to draw all of the patients in which this device was used on (one multiple times). A syringe was employed on one occasion to remedy the devices leak and this proved equally unsuccessful in remedying the issue. The blood flow was unable to make it into the vacutainer tube 9 multiple tube were tried on each draw, to rule out tube vacuum issues. The blood flow on each draw was confirmed on each patient, by the removal of the vacutainer holder assembly, and on every occasion, the blood free flowed out of the tubing, and once reestablished onto the hub, the leak continued, despite a forceful reapplication of the holder to the hub. This is the first and only occurrence of this issue with this product. Patient status: all patients affect were re-drawn at the time of service and apologized to corporately and all without exception, these patients were remarkably accepting of the incidents.

Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. Submerged leak testing of the customer samples was performed and no leakage or air bubbles were observed; however, a visual inspection was conducted and a nick was observed on the male luer taper. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for leakage/air bubbles with the incident lot was not observed; however a nick on the male luer taper was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that air and aerosolized blood leaked through the bd vacutainer® push button blood collection set hub connector during the venipuncture, and the patients had to be redrawn at the time of the service. A syringe was provided to remedy the situation, but was unsuccessful, as blood flow was unable to reach the vacutainer tube. Blood draw had to be confirmed by removing the vacutainer holder assembly, where the blood "free flowed" out of the tubing, and the leak continued when reestablishing the device back onto the hub. The customer reported 10 occurrences of this event. The following information was provided by the initial reporter: on (B)(6) 2019 independent phlebotomy staff members encountered problems with the bd blood collection set (butterfly) 23g x 3/4" x 12" (ref: 36742). During active venipuncture's (where blood flow was not an issue), the devices had air leak and aerosolized blood through the hub connector of the device. The hub connector is described here as the white connector that is in physical contact with the distal tubing of the device.) The air/blood leak lead to an inability to draw all of the patients in which this device was used on (one multiple times). A syringe was employed on one occasion to remedy the devices leak and this proved equally unsuccessful in remedying the issue. The blood flow was unable to make it into the vacutainer tube 9 multiple tube were tried on each draw, to rule out tube vacuum issues. The blood flow on each draw was confirmed on each patient, by the removal of the vacutainer holder assembly, and on every occasion, the blood free flowed out of the tubing, and once reestablished onto the hub, the leak continued, despite a forceful reapplication of the holder to the hub. This is the first and only occurrence of this issue with this product. Patient status: all patients affect were re-drawn at the time of service and apologized to corporately and all without exception, these patients were remarkably accepting of the incidents.